Manufacturer narrative:
H3: the pump and the catheter were returned and no significant anomalies were identified. Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 13-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider (hcp)) regarding a patient who was receiving baclofen, unknown (1000mcg/ml at 325mcg/day) via an implantable pump for intractable spasticity. It was reported that the hcp was unable to aspirate the catheter via the catheter access port (cap).  The hcp could not find any iss ues/occlusions at the pump segment.  The hcp opened at the spine and found the catheter had separated proximal to the anchor and was not connected at the back.  The hcp could not find the remaining spinal segment in the intrathecal space, so surgical intervention occurred where they implanted a new 8780 catheter and explanted the remaining spinal segment that was connected via the collet to the pump segment on (B)(6) 2021.  It was indicated that they did not know what the cause of it being separated proximal to the anchor or how long it has not been working.  It was noted that the issue was resolved at time of report.  The patient's status at time of report was alive-no injury.  The patient's medical history included spasticity and hemiplegia.  The event date was (B)(6) 2021 although it was unclear how long the catheter had not been working.  No further complications were reported/anticipated.